Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump battery cap was broken, it went off and received an error while writing external history and trace flash. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was unable to complete pump rewind. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with serial number label missing, pillowing keypad overlay, cracked battery tube threads and cracked case near the corner of belt clip rails during the visual inspection. Unable to verify battery cap damage due to pump received without the original battery cap. Thus and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test and active current measurement. No blank display during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, in the pump history found: low battery alarms on (B)(6) 2022 at 05:41:00.000 insert battery alarm (84) replace battery alert (73) replace battery now alarm on (B)(6) 2022 at 05:32:00.000 power loss alarm on (B)(6) 2022 at 04:00:17.000 36 failed batt/battery failed alarm on (B)(6) 2022 at between 03:19:07.000 to 03:41:23.000 pump received with a high sleep current measurement and constant pump error 43 alarm during the rewind test. Unable to verify pump error 68 alarm and perform the prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to constant pump error 43 alarm. However, found multiple pump error 68 alarm in the pump history on (B)(6) 2022 between 04:01:22 to 04:15:00. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, 40 pin flexible printed circuit/lcd, motor, keypad flex tail and force sensor. The force sensor offset measured (23.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. The original pcb 2 was removed and installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and no pump error 43 alarm during the rewind test and sleep current measurement are within specification. In summary, unable to verify customer alleged for high bg. The force sensor is within specification and the motor functioning properly. Pump received with a high sleep current measurement and constant pump error 43 alarm during the rewind test due to moisture damage pcb 1. Pump error 68 alarm and failed batt/battery failed alarm confirmed in the pump history due to moisture damage electronic assembly. Customer alleged not confirmed for blank display. Customer alleged for battery cap damage unknown due to pump received without the original battery cap. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Harm code updated in h6 section.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.